Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a receptionist of a general practitioner's office to our local affiliate ((B)(4)). This case involves a female pt in her 40's who received her first treatment with poly-l-lactic acid (sculptra) on (B)(6) 2008. Relevant medical history and concomitant medication info were not mentioned. On (B)(6) 2008, the pt woke up with the right side of her face swollen and she was unable to open her right eye because of this. The pt went to the hospital and was treated with penicillin. Steroids, and anti-histamines. She was not hospitalized. At the time of this report, the pt was recovering. The reporter did not provide a causal assessment; however, the pt related the events to poly-l-lactic acid, as she had never experienced the event previously. A ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Additional info received on (B)(6) 2008: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved MFR batches marketed in the (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.